Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the missing bearing cages and broken rails. A field service engineer (fse) initial repairs included rail and retractor band replacement; however, the drawer remained off the pyxibus and would not recover. Further inspection identified liquid contamination and a failed drawer controller board. The full height drawer 7 was replaced and configured. Final testing in hardware test application (hta) passed, and the user successfully completed inventory, returning the drawer to service. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, mc-8w1_aux 7 - full height cubie drawer not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.